Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) just underwent a left ventricular assist device (lvad) procedure in which therapy was turned off. Twenty minutes after the procedure the patient went into ventricular tachycardia (vt) in which there was a delay to therapy. It was noted there was noise on the right ventricular (rv) channel during the stored event and on the presenting rhythm. During the vt event, the automatic gain control (acg) eventually gains down and does not sense the event but was completely undersensing the vt early. One round of anti-tachycardia pacing (atp) was given however, failed therefore a 41j was delivered and it successfully converted the patient. Additionally, r-wave measurements were low measuring 4.8mv. Technical services (ts) discussed that the noise is likely from the lvad and discussed programming/troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and replaced and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) just underwent a left ventricular assist device (lvad) procedure in which therapy was turned off. Twenty minutes after the procedure the patient went into ventricular tachycardia (vt) in which there was a delay to therapy. It was noted there was noise on the right ventricular (rv) channel during the stored event and on the presenting rhythm. During the vt event, the automatic gain control (acg) eventually gains down and does not sense the event but was completely undersensing the vt early. One round of anti-tachycardia pacing (atp) was given however, failed therefore a 41j was delivered and it successfully converted the patient. Additionally, r-wave measurements were low measuring 4.8mv. Technical services (ts) discussed that the noise is likely from the lvad and discussed programming/troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.